Event description:
Healthcare professional reported left side no complaint against the device. Healthcare professional noted rupture discovered during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on patch bond edge side assessed as unidentified (tear) opening (shell thickness was within specification). No additional observations are performed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side no complaint against the device. Healthcare professional noted rupture discovered during surgery. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.